Event description:
It was reported that the patient experienced a ventricular tachycardia and the device had delivered defibrillation therapy appropriately. The first shock was ineffective; however, the second shock was effective and terminated the arrhythmia. There was an over-current detection alert delivered by the device due to a low and out of range high voltage lead impedance (hvli) measurement. The lead was capped and a portion cut and explanted and replaced to resolve the event. Upon inspection, there was an insulation defect noted on the lead. The patient was stable following the procedure.

Manufacturer narrative:
As received, a partial lead was returned in one piece. It was not possible to perform impedance testing due to the condition of the partial lead as received. Electrical testing did not find any indication of conductor fractures. High potential testing failed due to procedural damage to the insulation. Visual inspection found insulation defect at proximal region. The reported event of insulation defect was confirmed, and the cause of insulation defect is consistent with procedural damage. The reported events of low and out of range high voltage lead impedance (hvli) and inadequate defibrillation therapy were not confirmed.